Event description:
After the apollo anesthesia machine preventive maintenance, the anesthesiologist immediately identified that the anesthesia machine was delivering nitrous oxide through the oxygen line, prior to intubation. It was determined that the gas line adaptors on the drager anesthesia machines do not have unique connectors, increasing the risk of inadvertent switch of adaptors for air, oxygen and nitrous oxide during maintenance. Possible redesign of these adaptor connectors will eliminate this inadvertent switch, improving safety of this equipment.